Manufacturer narrative:
The autopulse platform was returned to zoll on 14 march 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. If the autopulse stops compression, rescuer shall revert to manual CPR. The short interruption is similar to the time necessary for rescuer rotation. In this case, the user reverted to manual CPR after the platform stoppage. Patient's death is not attributed to the device.

Event description:
It was reported that during patient use, the autopulse platform (s/n: (B)(4)) provided compressions for 7 minutes, and displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Manual CPR was immediately performed while the user replaced to another autopulse battery which cleared the ua 17 error message. The platform provided continuous compressions for approximately 10 minutes until a user advisory (ua) 19 (max applied load exceeded) error message was observed. Manual CPR was immediately performed while the user reset the lifeband to the home position which cleared the ua 19 error message. Following this, the platform provided continuous compressions without any further issues. The length of delays troubleshooting the ua error messages were not specified. It was further reported that the patient died. According to the reporter the patient outcome was not a result of the reported ua error messages. The reporter indicated the patient received continuous compressions during the entire resuscitation. No further information was provided.

Manufacturer narrative:
Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of reported complaints for the autopulse (s/n: (B)(4)). Visual inspection was performed on the returned autopulse platform. No physical damage was observed. The platform passed the initial functional testing without error messages. The load cells and other functional parameters of the autopulse were all within our specification. A run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged without any fault or error. Review of the archive data revealed that on the presumed event date ((B)(6) 2017), a properly charged battery (s/n (B)(4)) was installed in the autopulse. The user advisory (ua) 17 occurred after 447 compressions on a large patient as indicated by the archive value of 309 pounds of load. Ua 17 can occur when the compression depth cannot be reached in time possibly due to low battery, a twisted lifeband and or the stiffness of the patient. The ua 17 was cleared; however, within the span of 15 minutes the autopulse stopped compressing three more times due to the ua 17. Once ua 17 was cleared, a second properly charged battery (s/n (B)(4)) was used. After 194 compressions, a ua 19 was encountered and cleared. A ua 19 indicates a load force on the load plate during active operation has exceeded 270 pounds which will trigger the fault. Based on the investigation, we conclude that the autopulse performed as intended on the incident date and met all specifications during investigation. All the user advisories raised by the autopulse are as intended for patient safety and best possible CPR. None of them indicate malfunction of the device. The ua 17 and ua 19 are indicator of excessive stiffness and large size of the patient's chest. There are no indications the autopulse malfunction caused or contributed to the patient's death. Death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Therefore, the transition from autopulse to manual CPR presents the same workflow as manual CPR in which rescuers are rotated. In this case, manual CPR was administered prior to autopulse deployment and during the two trouble shooting periods to clear user advisories. Because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
On (B)(6) 2017, the customer was dispatched for a cardiac arrest patient at the foster care home where he lived. The patient had a known history of diabetes, hypertension, thyroid disease, and was under unspecified medications. The responding team arrived at the scene after 20 minutes and immediately applied manual CPR. It was stated that no bystander CPR was performed on the patient. After an unspecified amount of time manual CPR was performed, the responding team deployed the autopulse platform (sn: (B)(4)) without issue and performed compression for approximately 10 minutes. It was reported that during patient use, the autopulse platform provided compressions for 7 minutes, and then displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message. Manual CPR was immediately performed while the user replaced to another autopulse battery which cleared the ua 17 error message. The platform provided continuous compressions for approximately 10 minutes until a user advisory (ua) 19 (max applied load exceeded) error message was observed. Manual CPR was immediately performed while the user reset the lifeband to the home position which cleared the ua 19 error message. Following this, the platform provided continuous compressions without any further issues. The length of delays troubleshooting the ua error messages were not specified. It was further reported that the patient died. According to the reporter the patient outcome was not a result of the reported ua error messages. The reporter indicated the patient received continuous compressions during the entire resuscitation. No further information was provided. The patient was subsequently pronounced at the foster care where he lived. The death was presumed to be related to the cardiac arrest.